Manufacturer narrative:
Medical device problem code 2017 ¿ failure to follow steps/instructions. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the electronic perclose prostyle instructions for use (eifu), states: securely wrap the rail suture limb around the left forefinger close to the skin. While maintaining guide wire access, simultaneously pull the rail suture limb coaxial to the tissue tract with slow, consistent increasing tension to advance the pre-tied suture knot to the access site. The investigation determined the reported difficulties appear to be related to use error and the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a venous closure of the right common femoral vein using the pre-close technique via a 4f sheath, upsized to 6f, prior to a mitraclip procedure. The sutures of two prostyle devices were successfully pre-placed. The sheath was upsized and the mitraclip procedure was completed. Reportedly, post procedure, when preparing to advance the knot for one of the prostyle sutures, the incorrect suture end was pulled, locking up the knot. The other preplaced prostyle suture was used to achieve hemostasis in the vein. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.